Manufacturer narrative:
(B)(4). Batch # unk. The device was returned by the customer but was lost in shipment.

Event description:
It was reported that during a thyroidectomy procedure, the instrument was used and after forty minutes of the procedure the instrument got hot in the surgeons hands and didn't work properly. Could not coagulate or cut. The instrument was changed to a new one and the surgeon continued the procedure without any more issues. There were no adverse consequences for the patient.